Event description:
Allegedly the patient was revised due to mom complications. (Right)

Manufacturer narrative:
After the initial report, we received additional information. This product was reported in error. The product with the allege deficiency is reported under MDR 3010536692-2018-01397. Please void the initial report.

Event description:
Allegedly the patient was revised due to mom complications. (Right) additional information received from litigation on 10/24/2018. Allegedly the patient was revised due to metal debris and large pseudotumor from adverse local tissue reaction between dual modular femoral components. (Right) added hospital, catalog/lot numbers.